Event description:
Healthcare professional reported patient recovered.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 0.6ml juvéderm® volbella¿ with lidocaine in the "intraorbital" area, on 2 occasions. The second injection was approximately 2 weeks after the first. Two days after the second injection, patient presented with "oedema, induration, [and] hyperemia" in the intraorbital maxillary. Two weeks later, patient experienced "abcess formation". Patient treated with "antibiotic, cortisone injection, anti-inflammatory". Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00279 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.